Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level and hospitalization for diabetic ketoacidosis. The customer states their blood glucose level at the time of incident and within the last three weeks was between 300mg/dl and 500mg/dl. The customer's blood glucose level at the time of call was 184mg/dl. Troubleshoot for high blood glucose levels were conducted. Troubleshoot was not completed, the customer is being sent out a tubing clamp to complete high pressure test.